Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood return not occurring in a groshong catheter is inconclusive due to the nature of the returned device. One 4 fr nxt clearvue groshong catheter was returned for evaluation. An initial visual observation showed blood use residues present throughout the entire catheter. No stylet was returned in the catheter, and the catheter had been terminated on the proximal end around 43.5 cm (between the 43 cm depth marker and the 44 cm depth marker). A microscopic observation revealed the measurements of the distal valve of the catheter to be within specifications per the appropriate part drawing. Upon further microscopic evaluation of the catheter, multiple longitudinal splits were observed at the proximal end of the catheter of about 1 cm long each. The splits appeared to mostly have longitudinal striations at the fracture surface, although the distal ends of the splits began to have more granular fracture surfaces. In an attempt to observe the inside of the catheter, about 1.5 cm of the proximal end of the catheter was cut off from the rest of the catheter and cut in half subsequently. The inside of the catheter appeared to potentially have braided impressions similar to stylet damage; however, it is unclear whether this damage occurred in an attempt to disassemble the original device after it was assembled with the two-piece groshong connector. Before the catheter was cut to be observed microscopically, a functional evaluation of the catheter involved using water in a 12 ml syringe and attaching the syringe to a non-complainant two-piece groshong proximal connector piece. An attempt to flush the catheter by attaching it to the metal cannula of the proximal connector proved the catheter to be patent to infusion; however, leaking was observed at splits occurring at the proximal end of the catheter. Attempts to aspirate water from a small beaker failed, but air was able to be aspirated into the syringe due to the splits at the proximal end of the catheter. About 1.5 cm of the fractured section of the proximal end of the catheter was cut off to attempt water infusion and aspiration and to observe the splits microscopically. Attempts to aspirate water using the same 12 ml syringe and non-complainant groshong proximal connector proved successful after the catheter was trimmed and the splits were no longer present on the proximal end of the catheter. The catheter was also patent to infusion. The complaint of a groshong catheter unable to have blood return is inconclusive due to the splits observed at the proximal end of the catheter. It cannot be proven whether the splits prevented aspiration of the device, or whether the splits occurred during disassembly of the device.

Event description:
It was reported that during a catheter placement procedure, blood return could not be confirmed. There was no reported patient injury. (B)(6) 2023 - the returned device exhibited multiple longitudinal splits.